Manufacturer narrative:
Com-(B)(4).

Event description:
It was reported that the sensor deployed on its own. The sensor was inserted into the arm, which is off label usage of the device, on¿¿04/07/2021. The product was evaluated. An external visual inspection was performed and passed. The allegation and the probable could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor deployed on its own. The sensor was inserted into the arm on (B)(6) 2021. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.